Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer was advised to perform the reset once home and to call back if further assistance was needed.